Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient who was injected with 0.5ml [unspecified] juvéderm® voluma¿ into ck1, experienced swelling caused by a local infection at the injection site. From the fourth day, tender redness, swelling and edema developed. Patient was treated with antibiotic therapy with oral doxycycline with no improvement and was later treated with 1ml hylase (150 iu) into the lesion on the tenth day. Since the treatment with the anti-dot, the incident has subsided and two days later the signs of inflammation disappeared. There is still some residual swelling that is not painful. Symptoms ongoing/unresolved.

Event description:
Additional information reported symptoms has resolved.